Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock for oversensing of non-physiological noise. Technical services (ts) reviewed device episode data and found another treated episode where a shock was delivered for double counting oversensing while programmed in the primary vector. Isometric testing in clinic could not reproduce the noise. Ts recommended x-ray and reprogramming as troubleshooting. It was noted that an x-ray and isometrics were performed. This system was reprogrammed to the secondary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock for oversensing of non-physiological noise. Technical services (ts) reviewed device episode data and found another treated episode where a shock was delivered for double counting oversensing while programmed in the primary vector. Isometric testing in clinic could not reproduce the noise. Ts recommended x-ray and reprogramming as troubleshooting. It was noted that an x-ray and isometrics were performed. This system was reprogrammed to the secondary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service. According to additional information, this s-ICD system produced a stored untreated episode due to t-wave oversensing. The smart pass feature became disabled due to low amplitude r-waves and bradycardia. It was noted that this was caused by a significant change in the patient's intrinsic morphology. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock for oversensing of non-physiological noise. Technical services (ts) reviewed device episode data and found another treated episode where a shock was delivered for double counting oversensing while programmed in the primary vector. Isometric testing in clinic could not reproduce the noise. Ts recommended x-ray and reprogramming as troubleshooting. It was noted that an x-ray and isometrics were performed. This system was reprogrammed to the secondary vector. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.